Event description:
It was reported to philips that the system gave an alert indicating the speed controller was not working, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the system was failing to start because the speed controller was stuck behind the monitor. A review of the system logfile revealed an error indicating that the speed controller was not functioning. To resolve the issue, the fse freed the speed controller and performed a functional test. After repairs, the system was returned to use in good working order.